Manufacturer narrative:
The insulin pump had act button did not respond due to flattened button dome switch. Unable to verify motor error alarm due to no button response. Motor passed motor test. Device had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 18 mmol/l. Troubleshooting was not performed. The device was returned for analysis.